Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman port single lumen that are cleared in the us. The pro code and 510 k number for the hickman port single lumen are identified in d2 and g4. H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Therefore, the investigation is inconclusive for the reported material separation issue. The clinical conditions alleged in the complaint could not be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3 h11: h6 (device) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that after infusion, the patient allegedly developed swelling and pain on the right chest wall. It was further reported that the chest radiograph was obtained and it revealed detachment of the right port body. Therefore another surgery was made to retrieve the catheter. The patient has no discomfort after removal.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the hickman port s/l that are cleared in the us. The pro code and 510 k number for the hickman port s/l are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that after infusion, the patient allegedly developed swelling and pain on the right chest wall. It was further reported that the chest radiograph was obtained and it revealed detachment of the right port body. Therefore another surgery was made to retrieve the catheter. The patient has no discomfort after removal.